Event description:
A registered nurse (rn) reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was diagnosed with peritonitis. No additional information provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis clinic on (B)(6) 2023 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results not provided) were collected, and the patient was formally diagnosed with peritonitis. The patient was started on intraperitoneal (ip) vancomycin and ceftazidime (dosages, durations, frequency not provided) and is recovering from the serious adverse events. The patient¿s peritoneal effluent culture result returned positive for a gram-positive organism (species/genus not provided), and the patient¿s antibiotics were continued. The pdrn reported the cause of the peritonitis is unknown, however it was unrelated to the patient¿s utilization of a fresenius product(s) and/or device(s). The patient continues to undergo ccpd therapy utilizing the same liberty select cycler.